Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as stroke on (B)(6) 2018. The customer blood glucose level was 499 mg/dl at the time of incident and the current blood glucose level was 153 mg/dl. Customers other blood glucose value was 450 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection. Customer does allege pump was under delivering because blood glucose was high even though they didn't eat. Customer had using insulin pump system within 48 hours of reported high blood glucose event. The device will be returned for analysis.

Manufacturer narrative:
Device received with an energizer alkaline battery installed. Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08755 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. The dual wave bolus and square wave bolus features functions properly. Device was programmed with a 5.0 unit bolus. The bolus delivered properly. No air bubble anomaly or bolus anomaly noted during testing. No crack display window noted. Device had minor/deep scratched display window and cracked reservoir tube lip. (B)(4).